Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy and a&p colporrhaphy. It was reported that following insertion the patient experienced pain, and urinary problems. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissues and she has undergone additional surgeries and revisionary procedures.